Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for an afib event. Egm was recorded and stored but on the fast path screen, no alerts were indicated. Issue was resolved by re-interrogation of the device and by pressing alert button on the fast path screen.